Manufacturer narrative:
The device has not been returned for evaluation at this time, upon receipt of the device, an evaluation will be forwarded. As stated, the physician attempted to remove the stent in the clinic setting without success, the patient was taken to the operating room noting the physician used a laser to break up the remaining stones, a rigid scope, wire guide and a snare to remove the remaining portion of the stent. The physician feels the stones prevented the stent removal. No further difficulties with patient reported.

Event description:
Md unable to remove stent in clinic, sent pt to operating room, stent resisted upon removal and broke in two. X-ray indicated stone burden surrounding remaining stent portion in lower 1/3 ureter. Rigid scope / wire introduced, leftover eswl stones treated via holmium, remaining stent removed. Md feels stones prevented stent removal. Remaining portion removed from pt via rep provided nsnare, no further difficulties with patient reported.